Event description:
Received report of transducer pressures not corresponding with peripheral bp. A pediatric pt with a history of surgery for brain tumor was showing high transducer pressures that didn't correlate with the lower peripheral pressures. Medicated with nipride and labetalol IV for transduced readings to control bp. The transducer was changed to new lot number, and the readings correlated with the peripheral bp, leading to the discontinuance of the IV bp meds. The pt continued to have hypertension, and was placed on a quinidine patch; bp now controlled. Unsure if bp's initially were erroneous or part of disease pathophysiology. No adverse pt effect reported while on nipride.